Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that during the placement of the edentulous patient splint (eps), the user began 3rd screw placement on second­most distal screw access hole. Eps was centered on the midline and not flush against the tissue behind screw access hole. When entering the gingiva with 1.6 mm pilot drill, the loose gingiva was not held in place due to splint gap being pulled rotationally away from lip, creating small tear. There was no bleeding as a result of the wound, therefore, the user did not notice the tear until surgery was completed successfully and suturing was required, he then proceeded to suture the tear (1-2 sutures). No further patient complications or device issues were reported.

Manufacturer narrative:
The device was not returned. This was the user first full arch surgery with the robot and the new eps. The user utilized an off label screw, he was advised that this was off label use of the device, and chose to proceed. With review of the available information there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. Medical intervention is evident as the user sutured the tear (1-2 sutures).the eps user manual states "when selecting a pilot hole location, it is recommended to pull the soft tissue tight so the drill bit does not tear the tissue and can penetrate easily with minimal trauma". Thus, the most probable root cause for the adverse event noted can be associated with user error. Possible clinical factors that might have contributed to this event include any patient pre-existing dental care history. No further injuries or additional medical intervention was reported as a result of this event.